Manufacturer narrative:
H.6. Investigation: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), and were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see h.10.

Event description:
It was reported that a bd ultrasafe x100l png clear had excessive spring force before use. The following was reported by the initial reporter: "1ml: average trigger force 5n higher for device batch 3 0.5ml: average trigger force 11n higher for device batch 2. The customer observed variations of the activation force during their control tests at the end of the product assembly at their manufacturing site."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd ultrasafe x100l png clear had excessive spring force before use. The following was reported by the initial reporter: "1ml: average trigger force 5n higher for device batch 3 0.5ml: average trigger force 11n higher for device batch 2. The customer observed variations of the activation force during their control tests at the end of the product assembly at their manufacturing site."